Event description:
The patient reported that the down arrow keypad button had a delayed response. He stated that he noticed the issue a few days ago. The patient reportedly used his finger nail to press the down arrow keypad button in order to get it to respond. The patient reportedly wore the pump in his pocket and did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/21/2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.